Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0asbc, implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding their implantable neurostimulator (ins) for bowel dysfunction/sacral nerv stim and gastrointestinal/ pelvic floor. It was reported that the patient had a surgery done, near their sacrum on (B)(6) 2018, and it was unknown if electrocautery was used. Rep stated that patient did turn stimulation off and have had it off since then. It was noted that prior to patient turning stimulation off, patient was at 2.2v, using 0/3 contacts. Rep reports patient was seen today. Patient came into office with 0/3 programmed. The electrode impedance was tested and all contact with 0 shows >4k ohms, then when they increased to 1.5v/300pw, contact 0 continued to show >4k ohms, but 1/3 was <50 ohms. It was also noted that patient had a fall/trauma on unknown date. Rep reported they reprogrammed patient to c+1-2- and patient felt stimulation at 1.2v and it was comfortable stimulation in vaginal area. Therapy impedance was shown as 493 ohms and <15ma. Rep also checked battery life which showed capacity indicated ok and 55 months was shown, but than changed to 104 months when they re-checked battery life. Estimated longevity performed: c+1-2- 1.2v/60pw/14hz eri: 21.5 months. It was also reviewed to re-run electrode impedance at higher amplitude if medically appropriate. They discussed x-ray/fluoroscopy. And then it was further reviewed that electrode 1/3 was a short and to avoid using that contact. More information was received on (B)(6) 2019 from rep reporting that patient had a generator change/replacement as well as a new lead implant on (B)(6) 2019 as their old lead didn't pass impedance check prior to surgery. Entire lead was intact when explanted. New lead impedances were all within range. And appropriate motor and sensory responses were recorded. Cause and weight at time of event was not provided. No further complications were reported or anticipated.